Manufacturer narrative:
The hill-rom technician found the hand pendant buttons were stuck. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Disconnect the patient pendant and examine the condition of the connector. Then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Troubleshoot in the event of a doubt. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the hand pendant and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed would self-run when it is plugged in. The bed was located in room 663 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).